Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer was treated with insulin drip and injections and then went back to insulin pump at the hospital. Customer declined troubleshooting. Customer declined carelink upload. The insulin pump will not be returned for analysis.